Event description:
During the index procedure the patient had three endeavor sprint drug-eluting stents implanted. Approximately 17 months post the index procedure patient death occurred. Cause of death is unknown.

Manufacturer narrative:
Results and conclusions: (death). (B)(4).